Event description:
The customer reported the system made a popping noise during case and would not fluoro. Reboot needed to complete case.

Manufacturer narrative:
A ge service rep found tube arcing. Recommended tube replacement. Customer to complete repair.